Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up in august. Upon interrogation, the right ventricular lead exhibited loss of capture and poor sensing. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition.